Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient with congestive heart failure (chf), a history of ventricular tachycardia (vt) storms, slow vt and a toxicity to amiodarone presented with inappropriate anti tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation with rapid ventricular rate (afrvr). The caller was requesting a review of the data and recommendations for programming optimization to decrease or eliminate the inappropriate shocks. Reprogramming options were provided for this patient; however, they were unremarkable for any changes. Therefore, the system was explanted. No additional adverse patient effects were reported.